Manufacturer narrative:
(B)(4). (Exemption number e2015033). Conclusions: based on the received information from the field, the active electrode array was found partially out of cochlea post-operatively. The implant registration card states a full insertion at the time of implantation, thus a post operative partial migration of the array is suspected. A revision surgery was performed to reinsert it into the cochlea, but during this procedure communication between the testing coil and internal device was reportedly not possible and could be obtained only after significant pressure was applied on the coil. It is assumed that the observed inconvenience during measurement was most likely caused by a swollen skin flap. The recipient now reports good performance with the device and no other patients had similar issues intra-op. This is a combined initial and final report.

Event description:
The recipient was originally implanted on (B)(6) 2018 with no issues. Post-op x-ray showed 3 extra-cochlear channels. The recipient then went in for revision surgery to have the array re-positioned on (B)(6) 2018. A full insertion was achieved. No formal speech testing has been performed post-operatively; however the recipient reported hearing speech very well.